Event description:
Device change because of fluctuating battery life. Electrical characteristics of the returned device were within specifications.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was explanted because of too large fluctuations in the estimated remaining battery life at different occasions.